Event description:
On (B)(6) 2014, the following was reported to arjohuntleigh by the supply chain manager: 12 evolve mattresses are developing a depressed area in the center of the mattresses. If this type of malfunction were to recur, it may cause or contribute to serious injury or medical intervention to prevent harm. Therefore, this event is reportable. This is number 1 of 12 events for this facility.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the manufacturer investigation.